Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The customer did not retain the lot number which determines the date of manufacture. The customer did not retain the model or catalog number therefore the 510k cannot be determined.

Event description:
The email sent received stated patient came in for surgery the previous week and had a reaction to an unspecified model of covidien endotracheal tube. It was reported that "bronopol" was the reason for the reaction. No other information or any intervention was provided. Additional information has been requested. Bronopol is not used in the manufacture of covidien products.